Event description:
A surgeon reports that there were scratches on the surface of the intraocular lens (iol) after it was inserted. It was reported that the capsular bag ruptured and the wound was widened during this procedure.